Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient fell, and the cervical lead had multiple high impedances and the patient experienced discomfort at lumbar ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was replaced and ipg pocket site was revised and made more comfortable. Effective therapy was restored.